Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated and an infrarenal aortic extension. Subsequently, the patient had a secondary procedure on (B)(6) 2014 to repair a type 1a endoleak using an infrarenal aortic extension. Upon the most recent follow up at an unknown date, computed tomography revealed a type 3b endoleak. Physician implanted a bifurcated device on (B)(6) 2016 to correct the issue. The patient is in stable condition.